Event description:
It was reported that when an asymptomatic patient presented into the emergency room the device was found to be in back up vvi mode. The device code was download performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.